Manufacturer narrative:
It was reported the needles are breaking. To aid in the investigation, four samples with the plastic shields, but no packaging blisters, were received for evaluation by our quality team. A visual inspection was performed. First, with a 10x magnifier lens and then with a 30x microscope and no defects or imperfections were observed. A device history record review was completed for provided material number 305128, lot number 1049973. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed and a probable root cause could not be offered. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd¿ needle 1 in. Single use broke during use. The following information was provided by the client: "needles are breaking".